Event description:
It was reported that the patient may have accidentally turned it off when switching programs. They were going to turn the stimulation up this morning and noticed it was off, so they turned it back on. The patient didn¿t notice it was off because they tried to keep the stimulation as low as possible. The patient¿s health care provider (hcp) advised them to try all the programs. The patient did not think they turned it off and wanted to know what could turn the device off. The patient was unsure when they stopped feeling it. The patient had increased it a little bit and then decreased it 4 to 5 days ago and that was when they might have turned it off. Things got bad 3 days ago as the day before the patient went to the bathroom 7 times and 3 days ago they went 12 to 14 times. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0g6fr, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient still had concerns regarding their device or therapy but was working with their health care provider (hcp) or manufacturer representative. The patient had an appointment on 2015 (B)(6).